Event description:
It was reported that when the infusion route was filled with medical fluid during pre-use check, the user noticed the female connector was damaged. No patient injury was reported.

Manufacturer narrative:
A sample was received along with pictures to perform an investigation. The pictures confirmed that there was a connector crack. The sample was visually inspected at a distance of 12 inches under normal lighting conditions and presented with a crack in the female connection area. Functional testing was done using a leak tester and confirmed a leak. Based on the analysis conducted in the sample provided and the physical evaluation the most probable cause was that the product became damaged after it left the manufacturing facility. A device history review (DHR) was performed, and no issues were noted during manufacture. UDI information is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).